Manufacturer narrative:
Patient case number reported as (B)(6). Additional procode: hrs. Lot number is unknown. Device malfunctioned intra-operatively and was not implanted / explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter phone number and email address are unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: during an implant placement procedure on (B)(6) 2018, the heads of two titanium (ti) cortex screws broke due to the worn tip of two (2) stardrive screwdriver shafts. All device fragments were easily removed and new screws were implanted to the patient. The procedure was completed successfully with a reported delay of forty five (45) minutes. There is no other reported patient consequence. This report is for a 1.5mm ti cortex scr slf-tpng with t4 stardrive recess 10mm. This is report 4 of 4 for (B)(4).